Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. The event occurred in the therapy initiated on (B)(6) 2015 at 22:52:22. During night drain cycle three, the patient's ultrafiltration reading was 1037ml, indicating the home patient drained 1037ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed with no issues noted and the a short simulated therapy was completed successfully. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advanced to the next fill when a slow/no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.